Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
This report is being filed due to possible tissue damage during device use and gripper actuation issues noted after device use. It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4 with a restricted posterior leaflet and mitral annular calcification on the posterior valve segment. An xtw mitraclip was successfully implanted. Following, a second clip delivery system (cds0701-nt (B)(4)) advanced. Multiple grasping attempts were performed; however, the clip was unable to grasp. During grasping attempts, chordae was possibly torn. It was unable to be confirmed if the torn chordae was pre-existing. The torn chordae was assessed as possibly nt mitraclip related. It was decided to remove the nt mitraclip and use a larger sized device. Once outside the anatomy, one of the operators examined the nt mitraclip. During this examination, one of the two grippers was unable to lower to the same extent as the other. There were no gripper actuation issues noted in the anatomy, only once outside the anatomy, during this inspection. In replacement to treat the torn chordae and further reduce mr, an xt mitraclip was successfully implanted, reducing the mr to grade 2. There was no adverse patient sequela and no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The returned device analysis did not confirm the reported difficult to open or close (gripper actuation - single) as both grippers actuated as intended. The reported positioning failure (leaflet grasping ¿ clip not implanted) could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information, the reported positioning failure (leaflet grasping ¿ clip not implanted) appears to be due to the challenging anatomy. A cause for the reported single gripper actuation could not be determined. The reported unspecified tissue injury was a result of the reported positioning failure (leaflet grasping ¿ clip not implanted). The reported unexpected medical intervention was a result of case specific circumstances as another clip was implanted to treat the torn chordae. There is no indication of a product issue with respect to manufacture, design or labeling.